Event description:
Same case as MFR's report# 6000093-2006-02600, #6000093-2006-02601. Tap. It was reported that 305 days after implantation of 3.0x32mm, 3.5x32mm, and 3.50x20mm taxus express2 drug eluting stents, in-stent restenoses occurred. During the initial procedure, the target lesion was located in the right coronary artery (rca). A pre-intervention stenosis of 100% with timi grade 0 flow was reported. It was not reported that the vessel was predilated. A "series of 3 stents were placed, most distally a 3.0x32mm taxus stent, followed by a 3.5x32mm taxus stent, followed by a 3.5x20mm taxus stent." It was reported that the "resulting dilatation was excellent." A post-intervention residual stenosis of 0% was reported. "Successful rca angioplasty and stenting" was noted. The pt presented 305 days after the initial procedure with "total occlusion" of the rca. The pt was hypotensive and had "chest discomfort," " ventricular fibrillation and cardiac arrest," and required "intubation and defibrillation." Angioplasty was performed using a 2.5x12mm voyager balloon. A 3.0x33mm non-boston scientific stent was deployed at 16atm in the distal rca. A 3.5x33mm non-boston scientific stent was then "overlapped" and deployed at 16atm in the mid rca. Subsequently, a 3.5x33mm non-boston scientific stent was "overlapped" and deployed at 16atm in proximal rca. Angiographic imaging "showed a good result." A post-intervention residual stenosis of 0% with timi iii flow was reported. It was noted that the pt had "successful stenting of rca" and the "cardiogenic shock" had "resolved." The pt was prescribed plavix, aspirin, "beta blockers," and "statins" post-procedure. There were "no complications."

Manufacturer narrative:
H-6: the complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined.